Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d1, d2, d4, d6a, d6b, g2, g4, h4, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported "capsular contracture baker grade iii" against right device. The device remains implanted.

Event description:
Patient reported, right side "capsular contracture, baker grade iii". Healthcare professional reported, "baker grade iii/IV". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease flat observed, in the device.